Manufacturer narrative:
Additional information was received that the physician suspected charging issues and wanted programming capabilities as well as MRI. It was also noted that the physician did not provide us with the explant.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure.

Manufacturer narrative:
The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient underwent an ipg replacement procedure.